Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual and functional testing performed. Customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No actions taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed accuracy test at 6.10%. The product fault occurred during testing. There was no customer damage reported, and the device issue was not related to physical damage/abuse. There was no delay of therapy, no patient involvement and no patient harm/adverse event reported.